Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces and a missing end cap sticker. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were ramping and the scroll bar moving on its own. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.